Event description:
The user facility reported that bronchoalveolar lavage samples of two pediatric patients tested positive for penicillium, after undergoing diagnostic bronchoscopies with the same device. Upon the results of the tests, the hospital cultured the device, and reported that it had tested positive for penicillium fungi. Both patients reportedly did not require medical intervention for the penicillium fungi, and are reportedly doing fine to date.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Red staining was found present on the k-mount unit wall of the device and yellowish staining was noted on the biopsy channel wall at the distal end of the device. These findings may appear to be due to insufficient cleaning of the device. Additionally, third-party repairs were noted on the insertion tube protector boot, bending section cover, and bending section cover glue. Both sides of the bending section cover glue were found peeling, resulting in exposed threads on the insertion tube. There were also severe buckles on the insertion tube below the protector boot and severe dents on the bending section, due to physical damage. As part of the investigation into this matter, an olympus endoscope support specialist (ess) visited the user facility to observe the facility's reprocessing practices. The ess noted that a precleaning of the device was not being performed nor were certain cleaning tools being used as instructed per the device instruction/reprocessing manual. The ess has scheduled an in-service training to be conducted for the appropriate facility staff on the correct cleaning processes, and has provided the facility with educational materials for their reference. The cause of the patients' outcome cannot be conclusively determined, however insufficient cleaning and third-party repairs on the device cannot be ruled out as contributing factors.

Manufacturer narrative:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the two patients involved in this event.please cross reference MFR. Report numbers: 2951238-2016-00152 to account for the two patients as referenced in the original report.